Manufacturer narrative:
A follow up with the customer on (B)(6) 2015 indicated that that the pump was functioning as intended and that the customer declined troubleshooting with tandem's technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was not impacted.